Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an eyhance toric lens was initially implanted, but the power was not appropriate, so a refractive adjustment was performed. It was subsequently explanted and a lens was replaced. The patient¿s vision recovered. No further information available.